Event description:
Customer reported receiving a motor error alarm and a no delivery alarm. No alarms were noted in the alarm history. Customer also mentioned that she receives a self test alert twice a day. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 124 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the self test. No error alarms were noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.